Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -5.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a toric model lens due to refractive suprise. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).